Event description:
During service, the central control monitor of the heart lung console displayed a message indicating that the sys computer needed service. Control of pumps and safety sensors remained available through redundant local controls. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval anticipated but not yet begun.